Event description:
The customer reported receiving a no delivery alarm. The customer also stated seeing air bubbles while priming. The customer declined to troubleshoot for the air bubbles and no delivery alarm. The customer's blood glucose level was 190 mg/dl. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.